Manufacturer narrative:
Additional information was received that there was no difficulty was encountered in removing the stylet or any of the sterile packaging components.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  The device was prepped normally. No kinks or other damages noted prior to inserting the product into the patient. Additional procedural details were requested but are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During preparation of a saber percutaneous transluminal angioplasty (pta) air was not removed sufficiently since the air persistently released. Therefore it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The product was not clinically used. And it will be returned for analysis.  The patient¿s information was unknown. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.

Manufacturer narrative:
During preparation of a saber percutaneous transluminal angioplasty (pta) balloon catheter (bc), air was not removed sufficiently since the air persistently released. Therefore it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury. The patient¿s information is unknown. The target lesion is unknown. The patient¿s vessel level of tortuosity and calcification is unknown. The rate of stenosis is unknown.  Additional information was received that there was no difficulty was encountered in removing the stylet or any of the sterile packaging components.  There was no difficulty removing the product from the hoop or removing the protective balloon cover.  The device was prepped normally. No kinks or other damages noted prior to inserting the product into the patient.  Additional procedural details were requested but are unknown however the event involved two saber balloons involved with the same patient. The product was returned for analysis. Two non-sterile units of saber 8mm x 2cm 90cm bc were returned. Per visual analysis it was noted that the balloons had not been previously inflated and deflated and no anomalies or damages were found on the devices. Per functional analysis a leak test was performed to the both balloons. Negative pressure was applied to purge each device of air. The devices maintained the negative pressure with no anomalies. Then the devices were inflated to 9atm (nine atmospheres) and deflated with no leakage noted. A device history record (DHR) review of lot 17322125 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿preparation. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.